Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, during the procedure, the device was released while inside the patient and the user reported the left disc of the device presented in a "cobra" shape. The device was removed and the device was exchanged with a competitor device (gore, gso 25). Although the event caused the procedure to be delayed by a few minutes, the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.